Event description:
Reason for check: worsening short of breath, wife concerned pacemaker was not functioning device appears to be undersensing on the atrial lead. At device classified termination of events, arrhythmia appears to continue due to possible atrial under sensing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).